Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the reservoir on the insulin pump has a crack in the reservoir compartment and display screen. Customer advised the insulin pump has low battery life and that they just replaced the battery 2 days ago. Troubleshooting for the low battery was performed. Customer also advised that the device is not only damaged it also has a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.